Event description:
The customer reported being in the emergency room due to low blood glucose of 26mg/dl. The caller stated that the insulin pump over delivered insulin. The customer stated that her blood glucose level increased while staying in the emergency room, and they placed back the insulin pump, but forty five minutes later her glucose level dropped to 70mg/dl. The customer stated that she is unable to eat enough to keep her blood glucose up without bolusing. Troubleshooting was performed, and basal rates were correct as well the daily totals were correct. The caller stated that her insulin pump may have been exposed to an x-ray the nigh before, but she was not sure if the device was still connected or not when she had the x-ray done. The displacement test was performed and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.